Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "x-ray printouts include a series dated (B)(6) 2016, which is an ap of the pelvis and an ap and lateral of the left hip, demonstrating bilateral uncemented total hip arthroplasties with one screw in the right acetabulum and none in the left. All components are reduced and in nominal position. No gross pathology is noted. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall. Based upon the information available for review, there is no indication this patient¿s complaints are related to factors of faulty total hip arthroplasty components design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been ono other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall . No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated he was experiencing a lot of problems with his left hip implant. Patient wants to know if implants are part of recall update: patient is experiencing chronic pain. He has to use a wheel chair when he walks for a long period of time. Update: it was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2013 and had to undergo revision surgery on (B)(6) 2017 of the lfit v40 head due to alleged altr.